Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the left anterior descending artery (lad) and was referred for a single vessel plasty. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm x 3.00mm, concentric, de novo target lesion was located in the mildly tortuous left anterior descending artery (lad). After a non bsc guidewire crossed the lesion, predilatation at 10 atmospheres was performed. After predilatation, a 20 x 3.00 promus premier select stent was advanced to the target lesion and was deployed. It was noted that significant resistance was encountered while advancing the device. Following stent deployment, and while taking a fluoro shoot, a distal edge dissection was noted. A 16 x 2.75 promus premier select stent was deployed to cover the edge dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to medicines.